Event description:
The micro reciprocating saw was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed.